Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, material was observed in the wire upon catheter removal. After the ablation process, when removing the catheter, plastic material was observed to be caught in the wire, which was removed by the physician but not saved. The physician also observed that there was more resistance than usual during catheter removal. The sheath was aspirated and flushed, and the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012684004 was returned and analyzed. The catheter shaft appeared to be kinked. The slide control function was stuck due to entangled electrode wires in the shaft. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed entangled electrode wires in the shaft. High magnification optical inspection revealed foreign material stuck on the guidewire. Electrical continuity test revealed intact electrode wires without any detachment or breakage. In conclusion, the issues (material in tip, resistance) were confirmed through testing. The catheter failed return inspection due to entangled electrode wires in the shaft area causing slide control to be stiff/stuck and the catheter shaft was kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.